Event description:
Additional information was received that the vad dysfunction was related to suspected pump thrombosis. It was reported vad flows overestimated cardiac output compared to right heart catheterization. Hematocrit was not changed and the patient had not taken prescribed antihypertensives that day, so was instructed to take as prescribed; patient was euvolemic to dry on exam, so was encouraged to drink 48-64 oz fluid daily.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as the device remains in use. Moreover, the report of lower than normal estimated flow values could not be conclusively confirmed based on the submitted log file data. A specific cause for the reported reduction in flow could not be determined through this evaluation. The submitted system controller log file contained data from 13may2019 ¿ 28may2019 and showed that estimated flow reduced as low as 3.9 lpm on 28may2019; however, flow readings on that date otherwise ranged from 4-6.9 lpm. Moreover, estimated flow values below 4 lpm were not atypical throughout the log file and there did not appear to be a noticeable reduction in flow on 28may2019 compared to the preceding data. Overall, pump power, estimated flow, and average pi ranged from 4.2-7 watts (average of ~5.4 watts), 3.1-8.8 lpm (average of ~5.4 lpm), and 4.1-8.1 (average of ~6.4), respectively. The pump speed remained above the low speed limit without issue and the vad appeared to be operating as intended throughout the log file data. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported the patient was seen in clinic with lower flows than normal baseline for the patient. A ramp study was performed and based on the results there was a concern for vad dysfunction. Additional information was requested but not provided.